Event description:
It was reported that when devices were used in an unknown procedure, the shield would not retract. Another device was used to complete the case. There were no consequence to the patient.